Event description:
Complainant alleged that during functional testing, the device prompted a "unit failed" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The reported malfunction was observed during review of the clinical files. However, the reported problem could not be duplicated. The device was put through extensive testing without duplicating the malfunction. The battery board was replaced as a precaution and the device was recertified and returned to the customer. No trend is associated with reports of this type.